Event description:
A physician has had five occurrences of inflammation reaction associated with model u940a uv-absorbing hydrophilic, posterior chamber intraocular lens. This particular pt had a phaco cataract extraction, left eye 2000. Pt subsequently developed what the surgeon describes as post-op inflammation; no secondary surgery was necessary. The pt's last visit was 2000. No visual acuity was noted on facility's "ar" report. Surgeon stated he does not feel this is lens related.